Manufacturer narrative:
Continuation of medical devices: product ID 97755, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the recharger and ins were getting hot during charging. No troubleshooting could be done due to lack of access to the product. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause of the ins and recharger getting hot was because the patient was charging. Patient was advised to turn down the charging settings. It will be determined if the issue is resolved once the patient recharges again. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.